Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The shipping and receiving manager from a hemodialysis (hd) user facility reported to fresenius customer service that a dialyzer blood leak occurred during a patient¿s hd treatment. Additional event details were obtained upon follow-up with a biomedical technician (biomed) from the facility who was familiar with the event. As the biomed understood it, the blood leak occurred halfway through the patient¿s treatment, approximately two hours in. The blood leak was reported to be internal, and it was confirmed to be visually observed. The machine, a b. Braun dialog+ machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive. There was no damage or defect noted on the dialyzer. B. Braun bloodlines were being used for the treatment. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The biomed was not aware of any patient injury or harm as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The complaint device was reportedly available to be returned for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The shipping and receiving manager from a hemodialysis (hd) user facility reported to fresenius customer service that a dialyzer blood leak occurred during a patient¿s hd treatment. Additional event details were obtained upon follow-up with a biomedical technician (biomed) from the facility who was familiar with the event. As the biomed understood it, the blood leak occurred halfway through the patient¿s treatment, approximately two hours in. The blood leak was reported to be internal, and it was confirmed to be visually observed. The machine, a b. Braun dialog+ machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive. There was no damage or defect noted on the dialyzer. B. Braun bloodlines were being used for the treatment. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The biomed was not aware of any patient injury or harm as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The complaint device was reportedly available to be returned for evaluation.